Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b5 describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had exposing the cubies and drawer latch error was displayed on the hardware test application. A field service engineer replaced the drawer position sensor and latch to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower cubie was not open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no delays and adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower cubie was not open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.